Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed bruising and irritation underneath the garment due to the garment being too small. The patient's physician prescribed a hydrochloride powder for the bruise and irritation. The patient was issued larger sized garments and the irritation improved.